Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the weight the device within specification, creases fold, wear abrasion, an opening, and red particles on the shell. A microscopic analysis was performed which identified: a crease sharp opening on radius. Based on the device analysis the final assessment is: a crease sharp opening on radius assessed as fold flaw opening. Additional, changed, and/or corrected data: d9, g1, h3, h6.

Event description:
Pharmacist reported rupture. Right side. Device explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side rupture.

Event description:
Pharmacist reported rupture. Right side. Device explanted and replaced.